Event description:
The reporter contacted lifescan in 05 alleging that the meter was set to the incorrect unit of measurement. There is no info on whether the pt experienced any symptoms at the time of testing or the reading on the lifescan meter. The patient took glucose after attempting to use the meter and was taken to the hosp. The pt did not receive any treatment in the hosp and there is no info on what the reading was in the hosp. The meter was previously set to the correct unit of measurement; however, the pt has not recently gone into the meter settings and changed the unit of measurement. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings.